Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient requested removal of their implantable cardiac monitor due to an unknown reason. The device was explanted on (B)(6) 2020. No patient symptoms were reported. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.